Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was attempted to be used in the esophagus during a dilation of esophagus procedure to treat stricture performed on (B)(6) 2026. Prior to the procedure, the nurse attached the syringe to the balloon, and during inflation they observed that the gauge on the syringe did not increase as they pumped the handle. The procedure was completed with another alliance ii inflation syringe. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate. Block h11: investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.